Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as a wound under the electrode. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Outcome of the wound is unknown as follow up attempts were unsuccessful.